Event description:
A patient experienced stent fraction and 14% occlusion of two cypher stents. This complaint is from the american heart journal (2010; 160:775.e1-775.e9) article entitled "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This case is 22nd of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was in the left anterior descending (lad), but the details are not indicated. The lesion was not an in-stent restenosis, but it was a chronic total occlusion. The diameter of the vessel and the lesion length was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, two cypher bx stents (size and lot number unknown) were implanted. The total stented length was 47mm and the stent diameter was 3.0mm. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6 to 9 months after the implant.

Manufacturer narrative:
Additional information was provided on (B)(4) 2011. Only 1 of the 2 stents was fractured. Therefore, this report is not longer MDR reportable. The other associated device remains reportable.this is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00928 and 9616099-2010-00929.japanese cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
The stent fracture was observed, but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The percentage diameter of stenosis was 14% and popma et al classification was ii (v-form). Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00928 and 9616099-2010-00929. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).